Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was hospitalized and was treated with cefazolin (2g, discontinued) and ceftazidie (2g, ongoing) for peritonitis. At the time of this report, the patient was recovered. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized and was treated with ceftazidime (21 days). The patient has recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that cefazolin was discontinued five days after the event onset and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.